Event description:
It was reported that there was an issue with pl536r - shaft compl.d:10mm l:370mm. According to the complaint description, during a surgery after first series of clip went well, but the second charger fell in the belly, after several poses of clip, the installation of another charger led to the same result. An additional medical intervention was necessary. Additional information was not provided nor available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4)..

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
According to our final evaluation, this event is considered no longer reportable for the following reason: the investigation results revealed that this is now considered to be an involved component. Additional information: b5 and d10 updated - associated medwatch reports and involved components clarified. Investigation: visual inspection: we detected a broken off piece of the lateral webs. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: there are no hints of a pre-damage or something similar. Investigations lead to the assumption that the cartridge was engaged not completely or was damaged during insertion. If either of these occurr, there is an impairment of product functionality. This can cause the cartridge to jump off. Based upon product experience and due to different simulations involving a cartridge which is not completely engaged, this has led to the described errors. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: (B)(4) (9610612-2022-00115) -- challenger ti-p ml-ligat.clips 12 cartr. Involved components: (B)(4)- challenger ti-p handle - lot unknown (400552979). (B)(4)- shaft compl.d:10mm l:370mm - lot unknown (400551734). The adverse event is filed under aag reference (B)(4).